Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported patient death or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Section e - initial reporter details: (B)(6). Locked down smartphone: data not available omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by medical examiner that the patient died, on (B)(6) 2025, while wearing a pod. Medical examiner stated that the patient had reported they did not feel well at around 10:00 am on (B)(6) 2025 and was then found deceased by their landlord and the police later that day. No additional information was provided.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The download data from the pod showed that an 0x6a occlusion alarm had been generated. Review of the patient history buffer (phb) data found no evidence of issues with the automated algorithm. The phb data showed that, when in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values received from the sensor and the user's inputs. While in automated mode: limited, the pod was found to correctly deliver insulin at the lower of the user¿s adaptive basal rate and manual mode basal rate, as expected. Though the performance data showed that a hazard alarm was generated by the pod, based on the data and the complaint report, it can be determined that this alarm did not contribute to the reported event as it occurred one day after. Investigation of the pod found no damages or manufacturing deficiencies that would prevent the delivery of insulin or contribute to the generation of the 0x6a alarm. The exact cause of the 0x6a alarm could not be determined.